Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
It was reported that an alert/notification occurred. The sensor was inserted into the skin. On (B)(6) 2024 , it was reported that the patient experienced a failure to alert, after which the patient experienced a hypoglycemic event. The day of the event the patient woke up at 02:30 feeling odd. The cgm reading was 53 mg/dl, but the patient would have not received an alert even though the low alert was set to 70 mg/dl. The patient drank juice and ate carbs, but lost consciousness and had a seizure. The patient´s husband called an ambulance. When the patient arrived in the emergency room, the hospital staff treated the patient with intravenous glucose. An x-ray was performed but did not show anything abnormal. The patient stayed in the hospital for 5 hours after which she was discharged. The patient was prescribed nasal spray baqsimi 300mg and glucagon 3mg nasal powder for future usage. At the time of the report the patient was stable. Performance data was reviewed. The allegation was undetermined. The probable cause could not be determined. No injury or medical intervention was reported.